Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The blood in the pump pocket has been resolved. The bleeding tapered off significantly. The drain was removed on (B)(6) 2018. The patient¿s weight was (B)(6). Medical history includes failed back surgery syndrome and antiphospholipid syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial (B)(4), implanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), ubd: 28-jan-2007, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 25 m g/ml; 5.126 mg/day, bupivacaine 16 mg/ml; 3.281 mg/day and clonidine 200 mcg/ml; 41.01 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported that on (B)(6) 2018 the patient underwent successful pump replacement with no apparent complication. Mid-day post-operative the patient was noted to have significant swelling over the pump pocket. Early afternoon the physician did an exploration and found approximately 800 cc of frank blood in the pump pocket area. The blood was evacuated, and a drain was placed. The catheter was cut when an incision was made. A partial segment was removed, and a new connector piece was added. The patient had additional blood in the drain one hour after the revision. The cause of the bleeding was unknown. The patient was to receive blood. It was unknown if the issue resolved. Patient status was alive - with injury. Medical history was patient was on plavix for unknown reason. Patient weight was unknown. No further complications were reported